Manufacturer narrative:
The customer provided further information on the event and the patient.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. This issue occurred when the customer pressed the code summary button. The patient was being monitored only. A backup device was not available and was not necessary. The crew was able to care for the patient with the device. The issue with the device affected only the documentation but not the patient care. The patient, an 87 year old female was successfully transported to the hospital. This issue is patient related; however the customer advised there was no adverse outcome to the patient. The patient did survive to the hospital, however the customer did not know the final outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate reboot. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. This issue occurred when the customer pressed the code summary button. The patient was being monitored only. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.